Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that she returned the device. It was also noted that the patient's first implant was explanted due to a placement issue and infection.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wg4n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturers representative (rep) reported that the implantable neurostimulator (ins) was not properly placed during the original implant on (B)(6) 2015. The lead was not pushed all the way into the header of the ins; hence, the impedances were off. Post-operatively, the patient did not feel stimulation. Impedance checks were done and it showed that 3 of the electrodes were not working. The impedances were all showing >4000 ohms. The case showed >4000 ohms and bipolar pairs were within normal limits. The ins was not inside the pocket. The doctor decided to re-check connections and the patient was taken back to the operating room on (B)(6) 2015 in which the rep was present. Before the ins was unscrewed, the rep could visually see that the blue on the lead was no pushed all the way back in to the header. The lead was unscrewed from the ins and re-inserted into it. There was some resistance when the lead was removed and a lot of resistance with placing it back into the header. When the torque wrench was used to attach, the clicking sound was not heard. It was reported that the screw was not screwing down or clicking without damaging the lead. Technical services intervened and noted tightening too much might damage the lead. The doctor was concerned that the ins was damaged somehow since it was not able to reattach properly. After not hearing the clicking of the screw with the torque wrench and the continual spinning of the screw, a new ins was implanted. The patient was great and was having success. The issue was resolved on (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Further follow up is being conducted to receive additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found that the setscrew was backed out too far .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.